Event description:
A failure code 812:02 was found in the event history by the biomedical engineer at the facility. There was no report of any pt injury or medical intervention occurring as a result of this situation. The biomed at the facility did not know if the failure occurred during an infusion and did not have any info regarding the pt or the type of medication being delivered. No clinical contact was able to be identified by the biomed.